Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by turbid (cloudy) pd effluent coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was diagnosed with peritonitis and hospitalized. On an unreported date during hospitalization, the patient began treatment for the peritonitis with an unspecified antibiotic (dose, frequency, and route of administration was not reported). At the time of this report, the patient remained hospitalized and it was reported that the hospitalization had been prolonged due to another indication. At the time of this report, the peritonitis was resolving, the patient was recovering from the peritonitis, and extraneal, physioneal, nutrineal therapies were ongoing. No additional information is available.